Manufacturer narrative:
Epoxy materials (that are often bisphenol-a related) are used as adhesives inside the xreceiver casing and electronic components inside the hearing aid (normally no direct contact to the body). The pad printing ink on the receivers and on the hearing aid housing also contains epoxy-related materials. Trace amounts of bisphenol-a may be present, but in extremely low concentrations that are below limit of detection. Therefore, the manufacturer considers that there is no relevant risk of bpa exposure from the pad printing inks. The risk file has already considered and addresses allergic reaction. The manufacturer has deemed the risk to be low and acceptable. The user guide contains a warning instructing the patient to stop wearing the device and check with the physician if an allergic skin reaction occurs. The clinic is trying out other types of earpieces, but so far, a solution that would work better for the patient has not been identified, possibly due to an intolerance. It cannot be ruled out that the allergic reaction was caused by or additionally triggered by patient's other allergies or other factors e.g. Cleaning spray. The patient is doing well. The acute inflammation has subsided. The patient still has reddened ear canal and itching. The patient decided to keep wearing the devices and takes them off every now and then for a while.

Event description:
It was reported to the manufacturer that the patient wears audeo p30 312 in p5 with 4.0 m receiver and closed dome. After several hours of wearing, the patient experienced allergic reaction in the outer ear that did not radiate further down the pina. The reaction and subsequent inflammation was treated with antibiotics. The patient has preexisting allergy to epoxy resin (bisphenol a) and pollen.